Manufacturer narrative:
Batch review performed on 22 july 2025: lot 2435451: (B)(4) items manufactured and released on 14-jan-2025. Expiration date: 2029-12-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient came in reporting instability due to a leg length discrepancy, and the cause is unknown. The surgeon downsized the head to give the patient more stability. The surgery was completed successfully. Head size was decreased because leg was too long. X-rays not available.